Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 5: it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer problem: bactec 442021_3109880 molecular false positive of c.tropicalis bactec 442021_3109880 molecular false positive of c.tropicalis. What result did the customer obtain from the bd product? C. Tropicalis. Grew in culture: gemella morbillorum. Negative for all 43 targets tested. Gemella morbillorum grew in culture. Patient impact: c. Tropicalis not reported. Patient ID: (B)(6).

Manufacturer narrative:
H3. Investigation summary: customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10

Event description:
Report 2 of 5 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) that there was a molecular false positive of a patient sample. No patient impact reported. The following information was provided by the initial reporter: "customer problem: bactec 442021_3109880 molecular false positive of c.tropicalis bactec 442021_3109880 molecular false positive of c.tropicalis. What result did the customer obtain from the bd product? C. Tropicalis. Grew in culture: gemella morbillorum. Negative for all 43 targets tested. Gemella morbillorum grew in culture. Patient impact: c. Tropicalis not reported. Patient ID: h823007809".